Event description:
It was reported that a pt underwent an open repair of recurrent incisional hernia in 2009. At 17 days post-op, the pt experienced abdominal pain and sensation of mass. The pt was found to have a recurrent incisional hernia with incarceration. The pt underwent a repair of incarcerated incisional hernia on that day. During the procedure, the mesh reinforcement ring was found to be broken in several pieces and was littering the wound. The right half strap was attached and the left side was partially intact. The recurrent hernia was noted on left side. The mesh was removed and the hernia repair was completed with a different type of mesh.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.